Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer noticed blood tinge in the start-up kit (suk) tubing connecting the thermogard ivtm system to the cool line catheter. The patient was not reaching the target temperature at 36 degrees, patient temperature stayed at 36.5 degrees. The cool line catheter (lot #unknown) suspected to be leaking. The customer placed the thermogard ivtm system on standby and per reporter, the console is functioning properly. The catheter in question was removed from the patient subclavian vein and ice packs was used to continue with treatment. Per reporter, when slip tip syringe was applied to orange luer and aspirated, blood was noted in the syringe indicates a potential catheter leak. No other lines were placed near the cool line catheter. No consequences or impact to the patient.